Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 17, 2022 and april 13, 2023 recorded the stable pacing impedance around 500 ohms with drops to 250 ohms in the mid of march 2023 as well as in april 2023. The analysis of the provided iegm freeze episode revealed artifacts on the rv channel, which led to the reported oversensing. Furthermore undersensing could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that home monitoring showed decrease in pacing impedance and oversensing. Oversensing could be reproduced during provocative tests with arm movement. The ICD therapy was turned off and the device is still under observation in home monitoring. Lead remains implanted. Should additional information be received, this file will be updated.